Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing, as observed on the presenting electrogram (egm) in the remote monitoring system. An email was sent to the clinic to recommend considering increasing the programmed atrial sensitivity. No adverse patient effects were reported. The device remains implanted and in service. The patient was to be seen in the clinic for troubleshooting. Additional information was received. The patient was seen in the clinic but troubleshooting was focused on noise observed with the patient's right ventricular (rv) lead and no changes were discussed for the ra lead. The patient was to be seen again in two months. An alert was issued in the remote monitoring system for the atrial intrinsic amplitude measurements being low, out-of-range, and the new presenting egm still showed atrial unrdersensing. An email was sent to the clinic recommending evaluation of atrial sensing parameters for this patient and device. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing, as observed on the presenting electrogram (egm) in the remote monitoring system. An email was sent to the clinic to recommend considering increasing the programmed atrial sensitivity. No adverse patient effects were reported. The device remains implanted and in service. The patient was to be seen in the clinic for troubleshooting.